Event description:
User called into emergency support program (esp) line during use of cs300 intra aortic balloon pump, stating they just had a patient come to her from another facility. The transport team swapped therapy from their pump to the hospitals cs300, and the ap waveform is not present. User was very difficult to understand and does not use full sentences when describing the issue. After some very difficult troubleshooting transducer cable is found to be faulty. The esp personel direct her to locate another one. User does and is able to obtain the ap waveform, level, and zero. User was appreciative of the assistance. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Corrected field is h6 component code. Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. The emergency support personnel troubleshooted the user concern of no waveform. User was appreciative of the support provided to resolve the issue.